Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, appearance defects were noted, issues with the cable boot were noted, and air/water leakage was noted. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During device investigation, it was noted, the reported issue likely occurred due to water entering inside the device from the deteriorated part of the camera head boot. However, the root cause of the reported issue was not identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had no image. There was no harm or user injury reported due to the event.